Event description:
It was reported that there was possible loss of capture (loc) with the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d). It was noted that this will get evaluated during patient's next follow-up. The capture threshold was at 2.7v at 1.0 ms. No adverse patient effects were reported. The lv lead was not manufactured by boston scientific. Currently, this crt-d remains in service.